Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). A detailed investigation was performed by an expert from the technical service: the investigation and logfile analysis have confirmed that the root cause of the incident was a defective vu processor board (part n° msp160650). The vu processor board is the connection between the ventilator unit and the interaction panel (display). A malfunction of the vu processor board makes the device inoperable because the user cannot use the interaction panel anymore. However, the logfile confirmed that the ventilation continued. The service technician replaced the defective component and successfully ran all required functional tests. The device is back in use again. The display provides essential real-time data on ventilation parameters, enabling healthcare professionals to make informed decisions. A panel connection lost during ventilation of a patient could lead to incorrect settings or missed alarms, posing a significant risk to patient safety. Therefore, the issue is reportable. There was no patient or user harm.

Event description:
The following was reported to hamilton medical ag: during ventilation in (s)cmv mode, the ip went dark and rebooted. Vu continued to ventilate. Device was replaced and taken to medical technology for inspection. No health consequences or impact.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: during ventilation in (s)cmv mode, the ip went dark and rebooted. Vu continued to ventilate. Device was replaced and taken to medical technology for inspection. No health consequences or impact.